Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the problem stated by the customer, but found the coiled cord cable to be loose at connection to the pump and cable would come slightly disconnected if cable is tampered with. The fse also found the safety disk and tidal volume disk to be expired. The fse removed and replaced the coiled cord cable, the tidal volume disk and the safety disk and performed all functional checks and calibration verification to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
The customer reported that the cardiosave intra aortic balloon pump (iabp) had a blank screen during transport. No adverse event was reported.